Event description:
On (B) (6) 2010, the pt reported that the luer lock of his insulin infusion set became disconnected from his infusion device. He stated that as a result, he had an elevated blood glucose reading of 355 mg/dl. He corrected his reading by delivering a 6 unit bolus of insulin. He said he did not know how long the luer lock was disconnected. He examined the luer lock and did not notice any damage to it. He said this has happened occasionally over the past year. The proper way to secure the luer lock to the adapter was reviewed with the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.